Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 2000ml exactamix eva (ethyl vinyl acetate) bags were leaking was from the middle port. The leak was discovered before product use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Device manufactured between april 3, 2018 to april 4, 2018. Two actual samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and observed a spike port cap leak from both samples. The reported condition was verified. The cause of the condition was not determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.